Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 360 mg/dl at the time of incident and the current blood glucose level was 360 mg/dl. The customer had no symptoms and was treated with insulin shots for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that at a certain point there blood glucose level was over 500 mg/dl. Customer had multiple blood glucose level such as 325 mg/dl, 329 mg/dl, 324 mg/dl, 284 mg/dl, 292 mg/dl respectively. The insulin pump will not be returned for analysis.